Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to turn on her scs stimulation. The patient stated she fell and has been unable to turn her scs stimulation on since. A sjm representative met with the patient and diagnostics of the patient's scs system showed multiple lead contacts with invalid impedances. X-ray showed the connection of the lead at the ipg was obstructed. The patient's physician explanted and replaced the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the reported issue was resolved with the replacement of the patient's scs lead.